Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No blank display was noted. The insulin pump had intermittent button response due to moisture damage at the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the screen went blank. A new battery was inserted, but the keypad became unresponsive. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. It was also stated that they changed the battery twice and that the battery cap threads were worn out. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.